Event description:
The end-user was shocked while turning the intensity down on this device. "I have a digital...tens...unit that I received from my chiropractor through insurance. Last night, I was using it, and it malfunctioned, and nearly cost me my life. As I was turning it off, the power would not work, so I was using the down arrow buttons, and while I was doing that, the one on my neck went from a 4 to a 20, and caused the left side of my body to seize up badly. I was trying to leave my room to get help, and my feet wouldn't move anymore. My arms got curled up to my chest, and my hands in a fist, and I couldn't move or move my jaw. I yelled for help as best I could, and my husband ran in and unplugged it for me. Had he not come in, I fear the worst would have happened. I am not comfortable using this one anymore, and would like to know if I can be sent a different one. I have used it a lot over the last 2-3 years, and have benefited greatly from it, but not willing to risk using this particular one again." The end-user told compass health brands' customer service department that she attempted to press the blue power button to shut the device off, and it would not work, so she lowered the left channel down to zero, then began to lower the right channel down. It was at the number 4 when it increased to 20, shocking her. She stated that she could not move during, and was gagging and crying for nearly an hour afterwards. The end-user is reported as having not checked for any burn markings, and she is reported as being unaware of any. No medical attention or treatment was received for this event. The device involved with this event was returned to and evaluated by compass health brands on 5/8/2017. The customer's complaint was unable to be duplicated, as the device was tested for product performance, and determined to fall within the manufacturer's specifications, as defined in the product user manual.